Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display. The technical service representative (tsr) explained the alarm and assisted the registered nurse (rn) with troubleshooting to clear the alarm. The rn stated the home patient (hp) disconnected to use the bathroom, but pressed stop, and when they returned they reconnected. The rn will instruct the hp to press stop and make sure the hc displays "stopped dwell/fill/drain" prior to disconnecting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the cause was determined to be use error due to the patient disconnecting during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.